Event description:
The customer contacted physio-control to report that their device had a service indicator present and the word service across the display upon powering on the device. The word service across the display is indicative of a device lock-up condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify the reported device lock-up condition. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.